Manufacturer narrative:
Multiple attempts were made for repair information, but no information was received. If repair information is received, this complaint will be re-opened and re-evaluated accordingly.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
The customer reported that the v60 shut down unexpectedly and now will not power on. The customer contacted product support and advised the customer the v60 is affected by power management board fco. Product support created an action assignment for philips long term planners. The customer reported that the unit was not in use on a patient.